Manufacturer narrative:
Voluntary report mw5087953 received by lifescan on 7/23/2019. (B)(4)..

Event description:
On (B)(6) 2019, the lay user/patient contacted lifescan (lfs) USA, alleging that his onetouch verioflex meter displayed inaccurately erratic (wrong) results. The complaint was classified based on the customer care advocate (cca) documentation and a review of the call by a medical surveillance specialist. The patient reported that one morning a few days prior to contacting lfs, he obtained alleged inaccurate blood glucose results of ¿340 and 240 mg/dl¿ performed within 15 minutes of each other. Based on statistical methodology, the calculated difference between the reported results exceeds lfs¿ precision criteria. The patient manages his diabetes with insulin (unspecified dose and type) and tests his blood glucose levels 5 times per day. He reported that as a result of an unspecified result obtained at 11:30pm on (B)(6) 2019, he ¿overdosed on insulin because the meter was wrong¿. He stated that around 4:30am on (B)(6) 2019, he developed symptoms of ¿blurry vision, sweating and dizziness¿ which he associated with hypoglycemia; he indicated that he obtained a result on the meter at that time of ¿62 mg/dl¿. He reported that he self-treated his symptoms by ¿drinking orange juice with sugar¿. He stated that on the morning of (B)(6) 2019, he obtained further readings on the meter of ¿290, 220 and 180 mg/dl¿ within a few minutes of each other and, as a result of not trusting the meter, he purchased a onetouch verio2 meter. He reported that he performed comparisons between the original and new meter with results of: ¿147 v 209 mg/dl¿, ¿186 v 162 mg/dl¿ and ¿131 v 129 mg/dl¿. He indicated that each comparison was performed within a few minutes of each other, using the same hand. The patient stated that he did not trust the results from either meter. During troubleshooting, the cca confirmed that the subject meter was set to the correct unit of measure and the test strips were within expiry date and had been stored correctly. The patient did not have control solution to test the meter and test strips. Education was provided by the cca and replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed symptoms suggestive of a serious injury adverse event after obtaining allegedly inaccurate, ¿wrong¿, results on the lfs meter and administering excessive insulin.